Event description:
It was reported to boston scientific corporation that the patient presented with a two centimeter by three centimeter exposure during a post-operative exam following an anterior pelvic floor repair procedure performed in 2009, using an uphold vaginal support system. The physician said the patient has very weak tissue and ended up with a very thin dissection. He stated that during the procedure, he had accidentally created a "button hole" in the patient's tissue which he had to suture, and this may have led to the exposure. The physician is treating the patient with daily estrogen cream, and currently does not plan to do any surgical intervention. He will re-evaluate her condition after two months of treatment with the cream. The patient is reportedly not complaining of any irritation or infection, and is "fine".

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.